Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the initial implantation of the impella device, a perforation occurred in the left main artery, leading to loss of blood pressure. Cardiopulmonary resuscitation and emergency intubation were performed. Return of spontaneous circulation was obtained. A balloon tamponade and covered stent were placed after revascularization was achieved. Despite these interventions, the patient ultimately expired on support. Medical safety review of the event noted the use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.